Event description:
It was reported that while the anesthesia system was used for treatment it measured a lower peep (positive end expiratory pressure) than the user set. There was no patient harm. Manufacturing reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The anesthesia system was investigated on-site by our field service engineer. No fault was found and no parts were replaced. Pm was performed and new sw was installed in the system. A successful system checkout was performed and thereafter the system device logs were downloaded. The system was released for use. The system device logs were received for evaluation. Additional information received from our field service engineer stated that the day after the on-site investigation, the customer reported technical errors and that the system checkout failed. This second event is reported in mfg report 8010042-2024-0001821. The inspiratory pressure transducer pcb was found faulty and was replaced in that complaint. Evaluation of the device logs received in this complaint shows that the system checkout performed after the sw installation was successful. The event log has no ventilation recordings from the date of event. (During sw installation the log posts in the event and test log is erased. Therefore, the available log posts in these logs are only for the time after the sw installation.) The technical log shows that technical error 9, indicating safety valve open, was generated on the date of event. The reported measured peep lower than the user set cannot be confirmed since the event log from the time of the event is not available. Our conclusion is that the reported failure in this complaint and the failure reported in 8010042-2024-0001821, has the same root cause. The reported failure was caused by a broken pressure sensor on the inspiratory pressure transducer pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout if present and high priority alarms will be generated if the failure occurs during treatment.